Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain in his shoulder. The pt stated that "he had this pain before when the lead broke." The pt stated his doctor checked the device's impedances and "everything seems to be fine." The pt also reported that he "got a shock from using a magnet." Additional info has been requested, a f/u report will be sent if additional info becomes available.